Event description:
The customer reported being hospitalized due to high blood glucose of 505 mg/dl. The customer was experiencing unexplained high glucose for couple of weeks. Troubleshooting was performed. It was stated that the event leading to her admission was nausea. Ran a fixed prime and high pressure test and the tests passed. The customer stated there was nothing wrong with the insulin pump, but the quick release that sit on top of the adhesive came apart and she was not receiving insulin. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.